Event description:
A medtronic representative, sr. Engineer, reported that during testing on a navigation system using synergy cranial 2.2.6, navigation became unresponsive while the crosshairs remained green after acquiring a second imaging system spin. The medtronic representative was able to replicate the issue and navigate, as expected, with green crosshairs for several seconds. Near the end of the exam transfer from the imaging system, the images stopped updating for approximately 15 seconds while the crosshairs remained green. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.